Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.(B)(4)

Event description:
Customer reported via phone call, the insulin pump had a high pitch tone. The device was not dropped, bumped, or exposed to moisture. Customer switched the batteries in attempt to resolve the issues, the tone would stop for a few minutes and once the version numbers would come up and stop, the anomaly would continue. Customer's blood glucose was 89 mg/dl. Troubleshooting was performed and the customer was advised to reset the device for two hours. Follow up call was placed after two hours. Customer inserted a new battery and the device was able to start up. However, when selecting yes for the correct time and date the act button was unresponsive. Customer didn't recall any significant event which may have caused the keypad. Customer was advised to discontinue use of the device, revert to back up plan, and the device need to be replaced. Customer agreed to return the device for further analysis.

Manufacturer narrative:
A complete analysis and testing of the insulin pump showed that it was functioning properly and passed all functional testing. After testing, it was concluded that the device operated within specifications.